Event description:
The consumer reported their thermometer was giving false negative readings on their infant. The device allegedly was reading 6.5 degrees lower than the child's actual temperature. The child was treated at a hospital, where it was confirmed that they had a fever. No adverse event occurred, and the patient is doing well now.